Manufacturer narrative:
Insulin pump was received with motor error alarm during basic occlusion test and unable to prime at 2.5 pounds during prime/compromised force sensor system test due to protruded/loose drive support disk. Motor passed motor test. Unable to perform occlusion test or no delivery test due to motor error alarm. Device had minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was 559 mg/dl. Customer was unable to clear the alarm. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.